Manufacturer narrative:
Integra has completed their internal investigation on april 24, 2017. Results: failure analysis cannot be performed based on the lack of information provided by the customer. No device returned for further evaluation. DHR review; nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Complaints history; a two year look back in trackwise found a total of 0 complaints for item 615152, for failures related to " finding pieces during case." Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Instrument was not returned.

Event description:
Customer initially reports doctor is unsure if all pieces are being removed during the case. Tenaculum has 2 pins. They found all the pieces. On (B)(6) 2017 customer reports they were performing a robotic assisted hysterectomy, no harm to patient. They found that a piece had also broken off of the device and had to go back in to remove it. No further information available.